Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the device worked properly at first. After a quarter or half of the myoma was cut, the blade was getting dull rapidly and stopped rotating. The surgeon decided to extend the incision about one cm, and cut the myoma with a surgical knife. The procedure was completed. There are no future plans for the patient. Currently, the patient is getting well and still hospitalized.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The main housing was returned in disassembled condition. The relative rotation between inner sheath and drive tube was frozen.